Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal end of right coronay artery. A 3.00x38mm promus element drug eluting stent was advanced for treatment. The stent was sent into the proximal of the vessel smoothly. However, it became more difficult to pass after reaching the middle part, and the stent could not cross the lesion when it reached the lesion site. Upon removal of the device, the stent was fund lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal end of right coronary artery. A 3.00x38mm promus element drug eluting stent was advanced for treatment. The stent was sent into the proximal of the vessel smoothly. However, it became more difficult to pass after reaching the middle part, and the stent could not cross the lesion when it reached the lesion site. Upon removal of the device, the stent was fund lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.